Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The customer cleaned the electrodes and tubes. The field service engineer found a damaged rinse tube and a missing o-ring in the ise block. He replaced the ise sipper, pinch tubing, o-ring, and solenoid valve. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. One example was provided of an initial result of 200 mmol/l and a repeat result of 140 mmol/l. The questionable results were not reported outside of the laboratory.